Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low sodium results for 1 patient who is a baby tested on a cobas b 123 instrument and a cobas b 221 instrument and compared to a c6000 system. This medwatch will cover the b 221 instrument. Refer to medwatch with patient identifier (B)(6) for information on the b 123 instrument. The patient was tested on a c6000 system used in the laboratory of the intensive care unit and the sodium result was 150 (unit of measure not provided). The result from the cobas b 123 instrument was 142 (unit of measure not provided). The patient was tested on the cobas b 221 instrument since the result from the cobas b 123 instrument was not expected and the result was 140 (unit of measure not provided). It was noted that the samples were obtained 10 minutes apart. The customer is not sure if the same sample was used on the b 221 and b 123 instruments. No adverse event occurred. The sodium electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer has indicated that the sodium result from the c6000 system used in the laboratory of the intensive care unit was 142 (unit of measure not provided). The result from the cobas b 123 instrument was 150 (unit of measure not provided). The patient was tested on the cobas b 221 instrument since the result from the cobas b 123 instrument was not expected and the result was 140 (unit of measure not provided).

Manufacturer narrative:
The customer indicated the same sample was run on the b 123 and b 221 instruments but a different sample was run on the c6000 instrument. The patient was a premature baby.

Manufacturer narrative:
Based on the data provided for investigation, strong standby drift occurred after the blood sample causing the erroneous result on the b 123 instrument. The slopes and forecast signals were temporarily out of the limit at start-up due to insufficient wetting.simulation was done to obtain a result using the ready signal before the blood sample instead of the standby signal after the blood sample. The simulated result was 141 mmol/l which matches the results from the c6000 analyzer and the b 221 instrument.